Event description:
It was reported that on (B)(6) 2024, the verse screwdriver sleeve broke during a case. The locking mechanism that keeps the sleeve on the driver broke due to over tightening the driver to screw an implant. There was no patient harm and no surgical delay. The case was successfully completed with another driver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of broken condition. Locking mechanism was found in good condition and working as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed with locking mechanism and met specifications. The overall complaint was not confirmed as the observed condition of the verse poly driver, handle would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu147376 released in one batch. Batch1: lot qty of (B)(4) units are released on jan 09, 2020 with no discrepancies supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.